Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. The reported part was not returned for investigation. Instead, a sealed ar-8850 from batch 5189170320 was returned. Upon visual inspection of the centerline¿ endoscopic carpal tunnel release instrument did not reveal that the blade was assembled correctly, and no other visual issues were found. Functional testing was performed, with the ar-3350-2930/centerline carpal tunnel scope 30°, 2.9 mm x 158 mm, audible click sound, the blade activation worked as required. However, the reported part was not returned for investigation. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/30/2025, a sales representative reported via (B)(4) that an ar-8850 c-line soft tissue release instrument blade was slightly cutting the transverse ligament even when not deployed, which indicated that the blade may have been slightly "proud." This occurred during a case with no patient affected.